Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30012897m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient weighing approximately (B)(6) underwent an ablation procedure for supraventricular tachycardia (svt)/atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block av requiring a surgical intervention. During ablation, the atrioventricular (av) node was inadvertently ablated. Heart block occurred and a pacemaker was inserted. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU) for observation and admitted to the hospital. While in the ICU, patient¿s rhythm recovered and a permanent pacemaker was no longer necessary. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient movement during ablation. There were no issues, errors, or malfunctions reported on any biosense webster, inc. Products or equipment during the procedure.

Manufacturer narrative:
Additional information was received on june 27, 2018 stating that while in the intensive care unit, after a 24hr period, the patient¿s rhythm recovered and a permanent pacemaker was no longer necessary. Originally, it was reported that the product was to be returned for evaluation. However, an update was received on june 27, 2018 stating that the device is not available for evaluation. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).